Manufacturer narrative:
A full analysis of the data logs has been performed. The analysis concluded that the CT scan was the cause of the problem, due to the fact that the field series date was missing. First, it led to the patient folder not appearing on the usb list, and then when the patient folder was recreated on the robot, it caused the patient folder¿s disappearance from the menu list. The second issue, regarding the failure to connect the arm, is a due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. Theses software anomalies will be addressed through our design issues management process.

Event description:
When attempting to load a patient folder off of a usb, the robot did not recognize it. Thought it may be an encryption issue, so the folder was decrypted and the encryption certificate was downloaded onto the brain side. Could still not be read, so the plan was redone. Prior to starting registration, the arm could not connect so the software was rebooted. The patient folder disappeared so the plan was redone and the surgery continued. The patient was under for 30 minutes of the 60 minutes of delay. No additional anesthesia was given.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
When attempting to load a patient folder off of a usb, the robot did not recognize it. Thought it may be an encryption issue, the folder was decrypted, and the encryption certificate was downloaded onto the brain side. Could still not be read, so the plan was redone. Prior to starting registration, the arm could not connect so the software was rebooted. The patient folder disappeared, so the plan was redone, and the surgery continued. The patient was under for 30 minutes of the 60 minutes of delay. No additional anesthesia was given.